Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The reported allegation was not found via data, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. Performed voltage test and unit failed. Performed pairing test with nordic bluetooth device and passed. Performed share log review and results contains nothing related to the customer complaint. The reported event of low transmitter batter is not confirmed. A root cause could not be determined.